Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump under delivering the insulin and had high blood glucose of 625 and 650 mg/dl. The current blood glucose was 125 mg/dl. Customer treated high blood glucose with manual injections. The insulin pump will not be returned for analysis.